Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was revised as the patient lost weight. Additional information obtained indicates that patient had a weight loss over one hundred pounds (100 lbs). The physician feared that there was a possibility of pocket erosion and so device was revised then implanted sub- pectoral. The pacemaker remains in service. No additional adverse patient effects were reported.